Event description:
The facility reported a pump with a "bad" battery. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:the reported condition of a pump with a "bad" battery was confirmed as depleted main batteries during product evaluation. Inspection of the device found that pump's main batteries were thirteen discharges below their alarm threshold. The pump's main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.